Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2016. According to the complainant, during the procedure, it was noticed on the monitor that the working channel protruded on the tip of the spyscope ds. Reportedly, the spybite was already passed through the spyscope ds. There was no other visible damage noted with the device and there was no malfunction with the spybite biopsy forceps. The procedure was still completed using this spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Correction: (B)(4).

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noticed on the monitor that the working channel protruded on the tip of the spyscope ds. Reportedly, the spybite was already passed through the spyscope ds. There was no other visible damage noted with the device and there was no malfunction with the spybite biopsy forceps. The procedure was still completed using this spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.